Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, d4 (lot), h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the instrument broke in 2 pieces at the edge of the liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) (external reference: (B)(4)) which reports about the event occurred after the first tha surgery. This pc reports about the breakage of the liner trial in the revision tha surgery. It was reported that on (B)(6) 2012, the patient underwent the tha surgery. After the tha surgery, the x-ray showed that the angle of abduction of the cup was 60 degrees or more and that the inner head was likely to touch the cup. To cope with that event, on (B)(6) 2021, the revision tha surgery for left hip was performed. In the revision tha surgery, the surgeon broke the liner trial when he was hammering the cup off with a zimmer biomet¿s explant. The liner trial was broken, but there was no effect on the procedures, and the revision tha surgery was completed successfully with no surgical delay. No further information is available.